Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was "high"; however, a bg value was not provided. Reportedly, customer administered a manual injection to address bg level, and reverted to manual injections for continued insulin therapy.